Event description:
Dehiscence of 2nd degree perineal repair after placement of synthetic polysorb sutures 19days earlier. Sutures were found to be in various stages of dissolving. Reference report mw5116727.